Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. Furthermore, lifetime pace sense data was utilized from devices memory that noted a high ra sense count, indicating the device has high atrial sensing. Evidence of chronic high atrial rates that reduce longevity in devices that are programmed voo with atrial sensing on. A longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed, and no faults or errors were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 76.7% of the time while implanted with prolonged high atrial rates. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Furthermore, lifetime pace sense data was utilized from devices memory that noted a high ra sense count, indicating the device has high atrial sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had an infection. The patient was treated with intravenous antibiotics. A revision was performed and the crt-p was explanted while the previously capped ventricular lead, atrial lead and non-boston scientific leads remained capped. Additional information received from the field representative indicates that the infection was confirmed by the physician, and was not related to the device. The crt-p reached normal battery depletion, end of life (eol) and was subsequently changed out because the patient was dependent. A new device of a different model was successfully implanted. No adverse patient effects were reported. The device was returned for product analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-p was explanted.